Event description:
Caller reported potential false negative hcg results on the medi-lab performance hcg urine test. Customer has had multiple pts with negative results with the hcg cassettes, but positive results on home pregnancy tests. The home pregnancy tests correlated with results from lab blood work. No specific patient info provided. No quantitative serum hcg results provided.

Manufacturer narrative:
No pt samples were returned for investigation. Customer did not provide a lot number. Product support is unable to perform further investigation due to insufficient info. Per limitation described in the package insert, "false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested." A review of the trend code over the past year does not show an increase over the historical levels. No corrective action required at this time as no product deficiency was established.